Event description:
Pt who was born with poland syndrome, had left breast deformity which was reconstructed with silicone gel implant. The pt developed pain and discomfort in the left breast and subsequently underwent breast exploration. The implant was found to be ruptured and was removed with capulectomy.